Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: gastric sleeve revision. Detailed description of event: cb040 blades were dull and would not cut down adhesions during use in a procedure. Case was completed with another pair of scissors without problem. No patient injury occurred. Product is available for return. Patient status: no patient injury occurred. Type of intervention: case was completed with another pair of scissors without problem.

Event description:
Name of procedure being performed: gastric sleeve revision. Detailed description of event: cb040 blades were dull and would not cut down adhesions during use in a procedure. Case was completed with another pair of scissors without problem. No patient injury occurred. Product is available for return. Patient status: no patient injury occurred. Type of intervention: case was completed with another pair of scissors without problem.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.